Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old female on impella cp for mechanical circulatory support. It was reported the patient was on impella cp support and the patient experienced some cardiac arrhythmias during insertion. The pump was turned off of auto and left at p6 to allow the heart to settle. No further reports of arrhythmia reported.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.